Manufacturer narrative:
A system service check of the avanta fluid management system, serial number (B)(4), was completed on may 19, 2016 which confirmed that the injector was operating within bayer specifications. There was no evidence of equipment malfunction. Multiple documented attempts have been made to gain specific information related to the reported event; however, these attempts have been unsuccessful. In the event additional information is obtained, a follow-up report will be submitted.

Event description:
Bayer radiology was notified that a patient had suffered a cardiac arrest while undergoing a left heart catheterization. CPR was administered by the physician and the emergency medical team but the patient could not be resuscitated.